Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient got a new ins put in on (B)(6) 2021, as drs shows. Pt says previous ins was replaced because "it wouldn't charge, it wouldn't charge correctly" and says they aren't sure if this was actually the reason or not and this is the only information they know. Patient reported controller screen was blank. Refer to pe 704587128 regarding controller screen blank.